Event description:
Healthcare professional reported that after injection in the nasolabial folds with juvederm ultra plus xc the pt experienced small localized bleeding at one injection site and the physician applied pressure until bleeding stopped. Pt also developed significant bruising and blistering around the injection site on the left side of face. Healthcare professional recommended cold compress and was treated with keflex. The next day the pt was switched to bactrim and was also administered topical nitro paste and 5 days of a steroid dose pack. The following day, the healthcare professional stated that the diagnosis of infection is most likely and that the pt called reporting "the pain was much less." Healthcare professional also noted redness and the possibility of an inflammatory response. Symptoms resolved after 2 weeks.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of bruising, blistering, infection, inflammatory response, redness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.